Manufacturer narrative:
There was 1 investigation completed during this period. The investigation for respective serial number is as follows: (B)(6)- no product returned. The investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: breakdown of the 4 events are as follows: cosmetic 2, lens damaged 1, cartridge damaged, lens damaged, override 1. Serial numbers of suspect products (B)(4). Site address: for the sn starting with 9 the manufacturing site address is as follows: (B)(4). 2 investigations were completed and 2 are pending for the time period. Both the products were not returned. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.